Manufacturer narrative:
(B)(4). The patient had a disconnection between the line and a bag because the connection was not secure. The patient also reconnected the solution bag that has disconnected and attempted to reuse the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag disconnected from the heater line of the homechoice cassette because the connection was not securely tightened. This occurred in fill three of four of peritoneal dialysis therapy, while the patient was connected. The patient re-connected the bag and resumed the therapy. The technical service representative instructed to end the therapy and explained proper procedure. During the follow up, the patient also said that there was no damage or deformity to the supplies and that they were retrained on proper technique. There was no patient injury or medical intervention associated with this event. No additional information is available.